Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00 monofocal intraocular lens (iol) was split or torn with patient contact. There was no incision enlargement performed and patient outcome did not interfere with activities of daily life. It was noted that lens was not inserted. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/24/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system , model pcb00, was received in the original box. The plunger was observed in fully advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under microscope and some traces of viscoelastic were observed in the cartridge. The dfu (directions for use)states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The cartridge tip is deformed. No assembly issue is observed, neither flashes (screw thread and nut thread were found without damages). There are indications of coating observed at the cartridge canopy. There is no visible gap. The intraocular lens (iol) was observed stuck at the cartridge tube. A cartridge crack is observed at the location were the lens is stuck. Pieces of the lens and pushrod protrude through the cartridge crack. The pushrod is bent suggesting that extra force was applied after the lens got stuck. The customer's reported issue was verified. Based on the observations of the damages observed a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.